Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female/pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hysterosalpingogram confirming full occlusion of one fallopian tube". The patient's previously administered products included for an unreported indication: ortho extra. Concurrent conditions included overweight. Concomitant products included carbamazepine. On 21-dec-2006, the patient had essure (ess205) inserted. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("severe menstrual bleeding, menorrhagia/heavy bleeding"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia (painful sexual intercourse)/ pelvic pain during inetrcourse"), dermatitis contact ("allergic or hypersensitivity reaction type: rashes on ears and stomach from earrings and buttons of jeans"), libido decreased ("hormonal changes describe: low sex drive"), mood swings ("mood swings"), hirsutism ("facial hair"), bacterial vaginosis ("infection (other) describe: repeated bv"), migraine ("migraines"), headache ("migraines / headaches"), fatigue ("fatigue"), alopecia ("hair loss") and constipation ("constipation") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("upper and lower abdominal pain and cramping"), dysmenorrhoea ("severe menstrual cramping"), vaginal infection ("vaginal infection") and pelvic discomfort ("discomfort"). The patient was treated with surgery (essure removed). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the pelvic pain, vaginal haemorrhage, dyspareunia, dermatitis contact, libido decreased, mood swings, hirsutism, bacterial vaginosis, migraine, headache, fatigue, weight increased, alopecia, constipation and pelvic discomfort outcome was unknown and the abdominal pain, menorrhagia, dysmenorrhoea, vaginal discharge and vaginal infection had not resolved. The reporter considered abdominal pain, alopecia, bacterial vaginosis, constipation, dermatitis contact, dysmenorrhoea, dyspareunia, fatigue, headache, hirsutism, libido decreased, menorrhagia, migraine, mood swings, pelvic discomfort, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: patient still suffers from the above mentioned symptoms and is currently investigating her options for removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: confirming full occlusion of one fallopian tube. Most recent follow-up information incorporated above includes: on(B)(6) 2020: pif received. Case became serious incident. Removal details added. Event of patient did not underwent essure confirmation test deleted. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female/pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hysterosalpingogram confirming full occlusion of one fallopian tube". The patient's previously administered products included for an unreported indication: ortho extra. Concurrent conditions included overweight. Concomitant products included carbamazepine. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("severe menstrual bleeding, menorrhagia/heavy bleeding"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia (painful sexual intercourse)/ pelvic pain during intercourse"), dermatitis contact ("allergic or hypersensitivity reaction type: rashes on ears and stomach from earrings and buttons of jeans"), libido decreased ("hormonal changes describe: low sex drive"), mood swings ("mood swings"), hirsutism ("facial hair"), bacterial vaginosis ("infection (other) describe: repeated bv"), migraine ("migraines"), headache ("migraines / headaches"), fatigue ("fatigue"), alopecia ("hair loss") and constipation ("constipation") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("upper and lower abdominal pain and cramping"), dysmenorrhoea ("severe menstrual cramping"), vaginal infection ("vaginal infection") and pelvic discomfort ("discomfort"). The patient was treated with surgery (essure removed). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the pelvic pain, vaginal haemorrhage, dyspareunia, dermatitis contact, libido decreased, mood swings, hirsutism, bacterial vaginosis, migraine, headache, fatigue, weight increased, alopecia, constipation and pelvic discomfort outcome was unknown and the abdominal pain, menorrhagia, dysmenorrhoea, vaginal discharge and vaginal infection had not resolved. The reporter considered abdominal pain, alopecia, bacterial vaginosis, constipation, dermatitis contact, dysmenorrhoea, dyspareunia, fatigue, headache, hirsutism, libido decreased, menorrhagia, migraine, mood swings, pelvic discomfort, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: patient still suffers from the above mentioned symptoms and is currently investigating her options for removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: confirming full occlusion of one fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.